Event description:
During a routine preventive maintenance, the console relay was heard chattering as startup. The unit was examined and it appears that the batteries might be the problem. The batteries will be replaced and returned to abiomed for investigation.